Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. According to the sap system no product was available from lots previously sold to the customer to be analyzed. The entire lots have been sold or distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported that the cycler was alarming for air detected in the cassette in fill 7 of 8. The treatment was discontinued. When the cassette door was opened the pt discovered a fluid leak. The pt was advised to contact his pd nurse. The set was discarded. During follow up the pt reported that he did not have any complications. No adverse event reported at this time.